Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor. Unable to test for the black screen due to the blank display.

Event description:
The customer reported water underneath the screen. The customer stated that she placed the insulin pump on the counter where there was some water. The customer inserted a new battery, and now the screen has a black square. Advised that the insulin pump would be replaced. Nothing further was reported.